Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited pauses in pacing. The local guidant representative questioned whether this lead was included in the dsp long terminal pin advisory.